Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was not getting desired intensity. Impedance check and reprogram only electrode 2 out, able to program around it and patient continue to get relief. Then yesterday she reports the same issue, today impedance check had multiple electrodes out. Able to program around them, but discussed the issue with the patient. Issue was resolved.